Event description:
On (B) (6) 2010, the pt met with the doctor for a trial procedure. The lead was placed anterior. When the doctor attempted to remove the lead, the tip of the first contact was torn, exposing the internal guidewire. The doctor replaced the broken lead and elected to leave the lead tip in the pt's epidural space. On (B) (6) 2010, ans sent the doctor the FDA guidance document on un-retrieved device fragments.

Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.